Event description:
On 06/12/2009, (B)(4) affiliate reported that on (B)(6) 2008, a patient (pt) consulted an eye care professional (ecp) complaining of pain od while wearing acuvue 2 contact lenses. On (B)(6) 2008, the pt was diagnosed with acanthamoeba keratitis by an ecp and was referred to an ecp at (B)(6) clinic. The pt presented to (B)(6) clinic and was hospitalized from (B)(6) 2008. Affiliate reported that the ecp noted, "the pt's cornea was walleyed. It was cultured and the speculum was performed, which revealed negative. The pt was treated with brolene and phmb imported from the us and the corneal curettage was performed. The pt's od was resolved by inpatient hospital care. The pt's corrected va od was 0.1 (20/200) at the time of hospital admission." The pt's corrected va od was 0.6. (20/35) (B)(6) 2008. The pt's corrected va od was 0.7 (20/30) (B)(6) 2008. In (B)(6) 2008, the pt's corrected va od was 1.0 (20/20). In (B)(6) 2008, the pts' corrected va od was 1.0 (20/20). On (B)(6) 2009, the pt returned to the ecp at (B)(6) clinic. The pt's corrected va od was 0.7 (20/30). The ecp confirmed it was a cl related issue since it developed while wearing a contact lens and that the pt's treatment was completed. No additional info is available at this time. The lot number of the product in question is unknown. The product in question has been discarded and is not available for eval. No additional info is expected to be received. Based on the limited info available, no further reinvestigation can be conducted at this time. All MDR reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.